Manufacturer narrative:
Corrected data: implanted date was corrected to (B)(6) 2011. Concomitant medical products were supplied on 20 sep 2016.

Manufacturer narrative:
The reason for this revision surgery was at the patient's request; they were experiencing slight pain. They had metal on metal components. The length of in vivo service was 4.4 years. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been 12 prior complaints reported against this part number; summary of investigations: 1 for wear, 4 for pain, 2 for dislocation, 2 for loose and instability, 3 revisions with unspecified reason. This is the first complaint against this lot number. The surgeon reported no issues associated with the explanted product and provided no information that definitively described the root cause of the joint pain. No other conditions relating to this event could be determined with confidence. Factors that may contribute to joint pain not associated with the implant are: improper implant selection, degenerative bone disease, patient non-compliance with medical instructions. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to metal on metal components. At the patient's request, they were experiencing slight pain.